Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals did not load properly. The seals stayed inside the loading device when staff removed the delivery device. A replacement device was used to complete the procedure. No patient complications were reported by the hospital. This report is for the third seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed. (B) (4).